Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that displayed as 'low' on the continuous glucose monitor (cgm). The cause of the low bg was due to the cartridge and infusion set being in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer also reported that their personal profile required adjustments. The ER staff provided intravenous (IV) fluids to address the low bg level. The customer was discharged from the ER the same day with the issue resolved and no permanent damage. No additional patient or event information was available.